Event description:
Edwards received information a 23mm 3000tfx was explanted after implant duration of nine years, nine months, due to calcium on one of the leaflets. It was reported it was originally thought to be patient prosthesis mismatch. The explanted device was replaced with a 25mm magna ease valve.

Event description:
Patient was still in or at time event was reported. It was reported surgical valve performed as intended.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.